Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence. The device was not working due fluid loss. The existing aus was explanted and replace. There were no further patient complications.